Manufacturer narrative:
Reporter¿s phone number was not provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device had no power, corrosion on motor and the insulation on black wire was damaged. It was further determined that the device failed pre-test for check the function with the pen drive console, compatibility between the small battery drive and the small battery drive ii, check the off/oscillation/on switch mode function. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during a veterinary orthopedic surgical procedure, it was observed that the small battery drive device stopped working while being used with a casing device. It was further determined that the forward trigger was silent when pressed. It was not reported if there were any delays or whether a spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Upon further evaluation of the returned device by reliability engineering, it was determined that the device had no power, failed the safety assessment, compatibility check, function with the pen drive console, the device did not run and when the trigger was pressed, there was no function or motion. It was further determined that the device had corrosion on the motor and the insulation black wire was damaged. Therefore the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning which is user error/misuse/abuse. The device history review was performed and no non-conformances were detected related to the reported condition.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.